Manufacturer narrative:
(B)(6) 2017, 11:04:16, breiss1: 5076-45 lead, implanted (B)(6) 2015.

Event description:
It was reported that the left ventricular lead had dislodged into a location which did not capture with causing the patient phrenic nerve stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.